Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s hospitalization for peritonitis (characterized by abdominal pain and cloudy pd effluent). However, there is no objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with the patient¿s peritonitis event. The patient¿s pd effluent revealed growth of staphylococcus aureus which is an organism commonly found on human skin. Therefore, it reasonable to associate the patient¿s peritonitis to touch contamination, as reported by the nurse.

Event description:
On (B)(6) 2019, a peritoneal dialysis (pd) nurse contacted customer service to delay shipment of delflex pd solution due to a reported hospitalization for this male patient on pd therapy. During follow-up, the nurse reported on (B)(6) 2019, the patient was experiencing abdominal pain and cloudy pd effluent and as a result he went to the hospital. Per the nurse, a pd culture was performed which yielded growth of staphylococcus aureus and the patient was admitted with peritonitis. The nurse indicated the patient is non-compliant with pd treatment and she stated the peritonitis was associated with touch contamination and not related to any fresenius products. Reportedly, the patient was treated with intravenous (IV) vancomycin (dose unknown). The nurse stated it was also suspected the patient¿s pd catheter was colonized with staphylococcus; however, the patient reportedly continued pd treatment in the hospital. On (B)(6) 2019, the patient was discharged home and is continuing antibiotic therapy to be administered during pd treatments (intraperitoneal) for 2 weeks. Additionally, it was reported the patient¿s doctor plans to have the patient¿s pd catheter replaced (due to suspected colonization of staphylococcus) the nurse stated currently the patient is recovering from the peritonitis event and the abdominal pain and cloudy effluent has resolved. Reportedly, the patient is continuing pd therapy currently without further issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.